Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported that there was something sticking out near the device. Moreover, the patient mentioned that it was protruding and sometimes hits the arm. The physician was told by the patient about the issue and the physician mentioned that it looked like a wire sticking out. Evidence reasonably suggest that the sticking out of the wire is an indicative of an infection and erosion. There were no additional adverse patient effects reported. The rv lead remains in service.